Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the axis 2 motor and patient side cart (psc). The system was tested and verified as ready for use. Isi did receive the axis 2 motor involved with this complaint to perform failure analysis. The motor was analyzed but the reported failure of error 23022 could not be reproduced. However, the error/fault was confirmed via field logs. The unit was installed onto a system but could not be calibrated as its triggering error 23008. When the axis 2 motor gold unit was installed back into the system, it was able to calibrate with the system with no issues indicating that there is an issue with the return unit's encoder. The complaint was not confirmed based on failure analysis. Isi has not received the psc for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site was getting a repeated 23022 error with a message to disable boom and cart drive. The intuitive surgical, inc. (Isi) technical service engineer (tse) was unable to view system event logs due to no onsite connectivity. The isi tse had the customer hard cycle and emergency power off (epo) the patient side cart (psc), but the issue remained. The isi tse had the customer power on in standalone mode; the issue remained. The isi tse then had the customer re-connect the blue fiber cable and power on with the drive lever manually; the system powered up without error. The customer was then able to move the drive lever to power and drive the psc. The customer stated that the system was functioning properly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting the procedure- post-anesthesia. The ports were placed. The functionality was fine when powering up the system. The system powered on without any errors. The customer aborted robotics when the boom would not lift. The system continued to throw irrecoverable errors. The system was never docked to the patient. The surgeon had to perform the procedure laparoscopically. Port incisions increase or additional port placement were not needed. The patient tolerated the change. No injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the patient side cart (psc) to perform failure analysis. The reported 23022 error for the axis 2 shoulder brake was triggered upon power up and was un-recoverable. The complaint was confirmed and replicated by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.